Event description:
New information received notes that the right ventricular lead was explanted and replaced. Patient condition was stable.

Event description:
New information received notes that insulation anomaly was also noted on the right ventricular lead.

Manufacturer narrative:
Correction: previously reported g3 should have been (B)(6) 2022 rather than being empty.

Manufacturer narrative:
Correction for MDR-2021-46864-02: previously reported g3 should have been 1 feb 2022 rather than being empty correction for MDR-2021-46864-03: previously reported g3 should have been 16 feb 2022 rather than 1 feb 2022.

Manufacturer narrative:
The reported events of noise oversensing and insulation damage were confirmed. A full lead was returned in one piece for analysis. An external insulation abrasion was found at 11.0 - 11.2 cm form the connector pin breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. The cause of the reported events was due to the external insulation abrasion.

Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation revealed that the patient's right ventricular (rv) lead exhibited noise reversions and high ventricular rate episodes due to lead noise. The rv lead was attempted to be exchanged but the procedure on (B)(6) 2021 was unsuccessful due to occlusion of the venous system. The device was reprogrammed. The patient was stable.